Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the upper buttocks¿which is off-label usage of the device,¿on (B)(6)2026. The event date is an approximation. On approximately (B)(6)2026, the patient experienced a skin infection at a cgm insertion site after removing it. The patient stated that the site became painful, and the patient¿s upper arm became red, hard, swollen, and eventually developed cellulitis. The patient initially self-treated at home with triple antibiotic ointment and warm compresses, but the condition continued to worsen and extended beyond the patch. Several days (unspecified date) after symptom onset, the patient was evaluated at an urgent care facility. She remained there for approximately 2 to 2.5 hours. An x-ray was performed because she was concerned that part of the cgm may have remained in the arm causing the skin infection. However, nothing was seen on the x-ray. She was diagnosed with cellulitis only and prescribed bactrim, an oral prescription antibiotic, for 10 days. Dosage and frequency were not provided. She was also advised to remove the cgm sensor. A callback attempt was made on (B)(6)and the patient reported completing the 10-day course of bactrim and stated that the antibiotic improved the infection. At the time of follow-up, the infection had been resolved. However, a lump under the skin, discoloration, and a mark at the insertion site remained. She reported that the lump had decreased in size from approximately a golf ball to a gumball. She noted that she is feeling well overall and has no ongoing cellulitis symptoms. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).